Event description:
The complainant reported that the male pt with prostate cancer reported to the facility in 2007 for scheduled lab work to be performed. During the appointment, the clinicians were unable to draw blood from the pt. An x-ray of the device was then taken, which revealed that an approximately 13 cm portion of the vaxcel chest port catheter had detached, and had migrated to the artery leading to the pt's right lung. The pt was held in the facility overnight, and the following morning the clinicians successfully removed the detached portion of the catheter from the pt. The complainant was unable to report the implant date of the vaxcel chest port; however, the complainant reported that the device had been implanted 12 to 18 months previous. The pt returned to the facility ten days later, and the remainder of the port was removed from the pt and replacement vaxcel chest port was successfully implanted. The complainant indicated that there have been no add'l complications to the pt as a result of the reported problem.

Manufacturer narrative:
A review of the device history records for this lot was performed; no anomalies were noted. A search of the complaint database revealed no add'l complaints for lot number 1149520. The sept. 2007 15-month vaxcel port prod family complaint trend report was reviewed; no unfavorable trend was detected for the reported defects of "catheter fractured" and "device broken/migrated." The complainant reported that the device would not be returned for eval, as it is being retained by the pt; consequently, a physical eval can not be performed. We are unable to determine if the device met specification. As a result of the device not being returned for eval, it cannot be determined whether or not the catheter was used in accordance with the device dfu. However, the reported length of the fractured and migrated catheter piece, as stated in the event description, is consistent with incidents where the catheter fractured due to "pinch-off syndrome". This occurs when the catheter is passed between the clavicle and first rib, and is shown above is cautioned against in the dfu. The directions for use (dfu) for this device states the following: avoid passing the catheter between the clavicle and first rib. Doing so may result in pinching and or shearing of the catheter. At this time, we are unable to determine the relationship between the device and the cause for this event.